Event description:
It was reported that the stent was damaged. The physician attempted to advance a 2.50x16mm promus element plus stent delivery system (sds) through a guidezlla extension catheter but was unable to. Upon removal of the sds, it was noted that the proximal edge of the stent was flared. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that four struts on the most proximal row were lifted and pushed distally. The remaining struts on the first row appeared flared indicating that a small positive pressure was applied to the balloon causing the stent to expand slightly and making it more prone to damage during advancement or withdrawal. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent was damaged. The physician attempted to advance a 2.50x16mm promus element plus stent delivery system (sds) through a guidezlla extension catheter but was unable to. Upon removal of the sds, it was noted that the proximal edge of the stent was flared. No patient complications were reported.